Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime instructions for use as a known patient effect of a coronary stenting procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed, moderately calcified lesion in the mid circumflex coronary artery. Pre-dilatation was performed with a 2.0x6 mm nc balloon prior to advancing the 2.5x38 mm xience prime stent. A distal edge dissection occurred after placement of the xience prime stent. The dissection was treated with a 2.5x15 mm xience prime stent to complete the procedure. There is no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.